Event description:
The user experienced discrepant creatinine results for seven patient samples where the initial results were very low or sometimes negative. Upon repeat testing, the results were higher. Repeat testing was performed on the p1 analyzer (B) (4). The user provided two patient results patient 1 initial result was - 0.5 mg/dl, repeat result was 1.1 mg/dl. Patient 2 initial result was - 0.8 mg/dl, repeat result was 1.5 mg/dl. No erroneous results were released. The creatinine r1 reagent lot number was 61884401 and the r2 reagent lot number was 61801801. The field service representative determined the cells were not being properly cleaned and there was a problem with the waste system. He performed corrective maintenance and recommended the user replace the cells and run additional precision checks. To verify the analyzer operation, he ran a 30 sample precision check on all tests and the user ran controls. The user confirmed she had replaced cells,run the precision and the creatinine problem did not return.

Event description:
Caller reported blood glucose results of 123 mg/dl and 37 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.